Manufacturer narrative:
Analysis of the returned xience sierra indicated that the stent was stationary and tight on the balloon between the markers. The first two rings at the distal end were bent, flared and stretched, confirming the reported material deformation. The guide wire lumen was torn/stretched, and the distal end of the tip was torn in addition to multiple scratches noted near the torn material. Based on the information provided, a definitive cause for the reported material deformation could not be determined; however, the observed torn tip was likely caused by the guidewire due to manipulation of the device during advancement/retraction. Factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with accessory devices. Potential factors that may contribute to split, cut or torn material include, but are not limited to, interaction with accessory devices, anatomical conditions, mishandling during manufacturing, during receiving/storage at the account, and/or during removal from packaging, preparation of the device and/or protective sheath/stylet removal. In this case, it is possible the device may have interacted with the heavily calcified lesion during advancement, causing the reported material deformation (bent, flared and stretched distal stent); however, based on the analysis of the returned device, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1069 removed.

Event description:
Subsequent, to the report filed it was noted per device analysis that there was no stent fracture; however, a flared stent strut and it was noted that the correct device received. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery with heavy calcification. Pre-dilatation was performed. The 3.5x38mm xience sierra stent delivery system (sds) was advanced to the lesion; however, the stent was noted to be fractured. Another non-abbott device was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.